Manufacturer narrative:
B5 describe event or problem: correction.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during pullback, the screen became dark, and nothing was displayed. It was noted that the air was not removed during flushing. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed and located in the severely tortuous and severely calcified right coronary artery. The air was not removed during preparation flushing.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during pullback, the screen became dark, and nothing was displayed. It was noted that the air was not removed during flushing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.